Event description:
It was reported that during a surgical procedure at the user facility, the device stopped working after blood was collected. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.